Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported the insulin pump buttons were not working. The call was disconnected and caller could not be reached upon several call back attempts. Customer's blood glucose was not known. The insulin pump will not be returning for analysis.